Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) scs lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the lead was repositioned back to its intended location. No additional information is available at this time.